Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use during an atrial fibrillation (a fib) procedure by carto. During the procedure, when transseptal puncture was performed by inserting the nrg transseptal needle along with a non-boston scientific (swartz) introducer guidewire, which got stuck to the posterior wall and caused cardiac tamponade. An echocardiogram confirmed the accumulation of pericardial effusion located in the anterior wall, at the time of echo immediately after septal puncture, and the blood pressure decreased. After that, drainage was performed and the pericardial fluid was removed, and the blood pressure recovered. Thus, the procedure was cancelled. It was further informed that the patient current condition is good. There was no problem with the rf needle during the procedure. A perforation was noted at anterior wall. After treatment with a drape, the patient was transferred to the ICU and then underwent open-heart surgery. The device is not expected to be returned for analysis (discarded). It was further informed that the patient current condition is good.

Event description:
It was reported that a nrg transseptal needle was selected for use during an atrial fibrillation (a fib) procedure by carto. During the procedure, when transseptal puncture was performed by inserting the nrg transseptal needle along with a non-boston scientific (swartz) introducer guidewire, which got stuck to the posterior wall and caused cardiac tamponade. An echocardiogram confirmed the accumulation of pericardial effusion located in the anterior wall, at the time of echo immediately after septal puncture, and the blood pressure decreased. After that, drainage was performed and the pericardial fluid was removed, and the blood pressure recovered. Thus, the procedure was cancelled. It was further informed that the patient current condition is good. There was no problem with the rf needle during the procedure. A perforation was noted at anterior wall. After treatment with a drape, the patient was transferred to the ICU and then underwent open-heart surgery. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.